Event description:
Pt was skin tested on 5/27/96 and was treated on 6/24/96 with 2 formulations of collagen in the glabella, nasolabial folds, vertical lip lines, and marionette lines. Immediately after the treatment, erythema, induration, and tenderness were noted at the treatment and skin test sites. A hypersensitivity was diagnosed; antibiotics were prescribed.

Manufacturer narrative:
On 9/18/96, follow up info was received; the patient had a five day course of oral antibiotics with no apparent relief from symptoms. On 3/3/97, the patient was considered lost to follow up.